Event description:
A malfunction alarm was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump, which did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the customer understood.